Manufacturer narrative:
Unit passed displacement test and self test. Pump error (variable 3) was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. Customer blood glucose level was 110 mg/dl. Customer was able to clear the alarm and finish complete process. Error occurred more than once self test was ok the device will be returned for analysis.